Event description:
On (B)(6) 2012, the patient contacted animas alleging that on (B)(6) 2012, the patient's blood glucose (bg) level started elevating and then on the evening of (B)(6) 2012, the patient's (bg) value was reported to be 400mg/dl with symptoms of nausea and vomiting and was hospitalized. The reporter also reported loss of prime issues with the pump that occurred a week ago. Customer support (cs) was unable to troubleshoot the pump as it was indicated that the patient was sleeping and was unwilling to review the pump. Cs also instructed the reporter to call back when the patient and the pump are available to troubleshoot. Animas has made multiple attempts to follow-up with the reporter but has been unsuccessful. This complaint is being reported due to the patient's hyperglycemic event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/11/2014 with the following findings: the black box starts on (B)(6) 2014. The pump was used after the original complaint date (B)(6) 2012 and all histories and black box data for event have been overwritten. The current black box and alarm history shows no errors or alarms related to the complaint. The total daily dose adds up correctly and reflect the user's programmed basal rates. The pump completed and passed a delivery accuracy test; and it was found to be delivering within the required range. Investigators were unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.